Event description:
The customer reported a leak of clear fluid coming from the coulter ac.t diff analyzer while troubleshooting aperture alerts. The volume of the leak was approximately five (5) ml and was not contained within the instrument. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.

Manufacturer narrative:
The field service engineer (fse) found a leak from pinch valve (lv13). The fse replaced the pinch valve (lv13) which resolved the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).